Manufacturer narrative:
Ps297160 it was discovered upon drafting of the final report that the first notified date for this event was incorrectly assessed at the time of initial reporting. We have therefore corrected sections b4 - date of this report and PMA/510k- date received by manufacturer to the appropriate date. Method: the complaint rt380 adult evaqua2 breathing circuit was discarded by the customer and not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. As no further information was provided by the customer, our investigation is therefore based on the initial information provided by the customer and our knowledge of the product. Results: without the complaint device or additional information, it is not possible to determine the failure mode for the reported event. The customer stated that the ventilator leak alarm continued after the circuit and ventilator were changed. This indicates that the leak alarm was likely not related to the complaint circuit. Conclusion: we were unable to determine what may have caused the reported ventilator alarms as no device was returned for investigation. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in the UK reported that a ventilator alarmed for leak and dropping tidal volume when connected to an rt380 adult dual heated evaqua2 breathing circuit. It was further reported that the customer transferred the patient to a second different ventilator with a "new tubing", after which the leak alarm occurred again. The patient was then manually ventilated while another rt380 breathing circuit was connected to the ventilator, and the leak alarm resolved. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in contact with the hospital to obtain further information regarding the reported incident. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit presented a leak during use. The patient had been intubated and successfully transferred onto an oxylog ventilator with the rt380 circuit. The patient was then transferred to a drager ventilator with the rt380 where the ventilator alarmed for leak and dropping tidal volume. The patient was manually ventilated until the circuit was successfully changed to a non-leaking rt380. There was no further patient consequence.